Event description:
A staff member ducked under railing of c-arm to assist with rolling patient. He or she moved out of center of c-arm after patient transferred using same access point. The physician began to move c-arm prior to staff safely exiting. The staff member was caught between c-arm and stationary portion of c-arm apparatus. The staff member sustained crush injury with bilateral clavicle fractures.